Event description:
The customer reported the system displayed black images during digital subtraction. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage supplies ps1 and ps2 were adjusted. The system was then found to be working as intended.